Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's battery compartment threads were cracked. The customer's blood glucose level was 72 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump had a cracked battery tube threads noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and missing end cap sticker.